Manufacturer narrative:
Because this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is for the second device. The implant loss event will be reported via asr. The customer returned two fractured fragment fork, 1.0 mm for inspection. Major damages can be seen to both the fragment forks tips. The tips are completely fractured. It's not possible to determine the exact cause of this situation in retrospective but similar defects is usually caused by overload/too high torque. It is not possible to perform a global complaint analysis since the lot number is unknown, however the complaint statistics for the product shows that this is not a general quality problem. No further actions will be taken at this time.

Event description:
According to the available information during a rescue treatment of a fractured abutment screw, two astra tech fragment forks 1.00mm fractured. In consequence the implant was not restorable as intended and needed to be removed and replaced.